Event description:
According to the reporter, post bariatric sleeve gastrectomy, a patient experienced complications involving the dissector. The patient was taken back to surgery due to bleeding, with the abdomen found to be full of blood. Blood loss was estimated between 250ccs and 500ccs, but no transfusion was required. A re-operation or additional surgical procedures were necessary, and the patient was brought back to the hospital for the second surgery. The bleeding was suspected to originate from a dissection area, although the staple line was intact. There was a possible seal failure around a dissection point during the procedure. A drain was inserted to manage the situation. The event resulted in an extended hospitalization, with the patient still in the hospital. The bleeding eventually stopped at the time of closure, and the patient remained alive. The battery and generator worked as expected.

Manufacturer narrative:
D10 concomitant product: scg7ab, sonicision 7 generator b scg7ab; scba, battery scba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.